Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2049988 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 18 june 2024. On evaluation of the device, the following was observed: visual inspection: red safety tab not returned. Directional button observed in the recapture position. Safety wire still in place. Red shuttle observed on 2nd dimple. Introducer tip observed withdrawn/pulled into outer sheath. Outer sheath break observed approx. 25 cm from start of outer sheath. Functional inspection: handle actuates as expected for deployment and recapture. Stent cannot be deployed due to flexor break. Safety wire unable to be removed. Safety wire leur detached on attempted removal of the safety wire. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to tortuous anatomy. From the additional questions, it is known that resistance was felt during insertion into the patient, at the bile duct stricture, resistance was also felt passing through the stricture. It is possible that during deployment, a tortuous path may have caused a kink in the outer sheath, attempts to overcome the kink and high deployment force may have caused damage to the introducer, subsequently the stent could not be deployed. As a result of the damage to the introducer, retraction was difficult, the force during withdrawal of the device from the body may have caused the introducer to come apart. The outer sheath was observed to be broken in the lab evaluation. During the lab evaluation, it was noted that the safety wire luer detached on attempted removal of the safety wire. The damage to the introducer from the procedure made it difficult to remove the safety wire in the lab, leading to the separation of the red cap. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 04-oct-2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: during ercp stent placement, user deployed the stent about 40% while found out the location was not ideal, then retracted the delivery system and adjusted the stent deployment location, but found out the stent cannot be deployed. And there is obvious difficulty while retracting the delivery system with amount of resistance, and the sheath is broken. User changed to a new stent to complete the procedure. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info - notes: 1. At what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) during stent placement evolution 2. What endoscope type and channel size was used? Olympus tjf-260 3. What was the position of the elevator? Was it opened or closed? Open 4. Details of the wire guide used (diameter, type, make)? Tjf-260 cook acro-35-450 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes 6. How long was the stent in the patient by the time this complaint occurred? None. 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? N/a IFU stricture information: 1. What was the length and diameter of the stricture? 3 cm long 0.3cm diameter3cm,0.3cm 2. Where was the stricture located in the body? Common bile duct 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? Yes 5. Was the stricture dilated before stent placement? Yes questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes 2. Was resistance felt during insertion into patient? If yes, at what point? Yes, common bile duct stricture questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Yes 2. Was the directional button pressed during use? Yes 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes 4. Was the yellow marker kept in view during deployment? Yes 5. Are images of the device or procedure available? No. Questions related to during introducer withdrawal 1. Was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? No information provied 2. Did the stent open sufficiently to allow withdrawal of introducer safely? Yes 3. Was the safety wire fully removed before removing the delivery system? No. 4. Did any part of the product snag/get caught with the stent when removing the delivery system? No information provied 5. Are images of the device or procedure available? No information provied questions related to during stent repositioning/removal n/a 1. What instrument was used for stent repositioning / removal? Forceps, snare¿ 2. Was the lasso (suture) loop used during repositioning / removal?